Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl between 12-3am. The customer was able to address the low bg level. The customer's healthcare provider reduced the basal rate setting during that time segment and the bg issue has been resolved.